Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Upon further review, it was noticed that this complaint is considered non-reportable. Placeholder.

Event description:
Sales consultant reports: on an unknown date the tip of the device broke. It was reported the event occurred during surgery while being used on patient. No further information is available at this time. This report is for a 3.0mm setscrew extractor-short. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. The device was returned because it was broken. The product was received at service and repair and was found to have a broken tip. There is no further information available on this event. (B)(4). There were no mrr's, ncr's, or complaint related issues with this complaint. There is no further information available on this event. If any other information is received this will be reported via a supplement.